Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product. Reporter stated he or she no longer had the brushheads.

Event description:
Breaking toothbrush heads / a small screw that falls off and the head is then sitting loosely [device breakage]; no adverse event [no adverse event]. Case description: a (B)(6) consumer of unspecified gender reported that he or she had, on a number of occasions, been the victim of broken oral-b brushheads, version unknown that were being used for his or her oral-b rechargeable toothbrush, version unknown. He or she stated that there was a small screw that fell off and, as such, the brush head was then sitting loosely. He or she stated that this had happened around 6-8 times over the last year, and they no longer had the brushheads. No symptoms developed.